Event description:
A vaxcel ministick entry kit was being used for therapeutic access of the spinal area in december 2005. During an effort to reposition during the procedure, the physician pulled the guidewire back through the needle and sheared two to three centimeters of the distal tip of the wire off into the patient. The patient noted pain in the area of the procedure. The patient was taken to the operating room for removal of the wire tip the next day.